Event description:
Boston scientific received information that this lead was removed due to a pocket infection. This is the information known at this time. No further patient symptoms were reported.

Manufacturer narrative:
No further information is expected regarding this event, therefore our investigation is complete. Should additional information become avialable, this event will be updated.